Event description:
It was reported the pt stopped using her scs system and recharging the ipg as recommended due to satisfactory pain relief. When the pain returned, she was unable to start stimulation due to the ipg being inoperable. As a result, the pt's ipg was explanted and replaced (with a different model, per the MFR's device record database). Effective therapy was restored post-op.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.